Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s son reported difficulty completing ilet setup due to a dexcom g7 continuous glucose monitor (cgm) pairing failure. After troubleshooting, the sensor paired successfully, and the agent provided education on pairing and warmup. The user initially had a blood glucose (bg) reading of 400 mg/dl on the dexcom app. On (B)(6) 2025, follow-up confirmed the ilet setup was completed and bg levels had come back into range. The user's highest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected by completing ilet setup and resuming insulin delivery. No symptoms or medical intervention were reported during the event.